Event description:
A customer reported that an rh discrepancy occurred on the neo for a patient with a history of being rh negative.

Manufacturer narrative:
The image result files were reviewed. Initial testing showed that the test well containing the anti-d reagent appeared to display a half-moon appearance of the cell button which can be attributed to the improper washing of the plate. The customer was advised to remove and clean the washer manifold and to adjust the wvr. Additional testing was performed with the sample and the expected results were obtained.